Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up on a patient with advanced stage lung cancer, elevated capture threshold and decreased sensing were observed on the right ventricular (rv) lead. Fluoroscopy revealed a possible metastasis at the rv lead tip. The device was reprogrammed to resolve the issue and the patient was stable.